Event description:
The user/facility reported the following. "Post insertion procedure, nurse received needle stick when the nurse picked needle up from tray onto which it had been placed - safety clip had not engaged tip." The facility was contacted on 4/2001. The nurse did not receive treatment. A follow-up lab will be performed at six weeks, twelve weeks, and six months. A baseline has not yet been received on the pt.